Event description:
4fr catheter inserted on 10/20/96. Pt discharged on 10/22/96 with PICC in place. 10/31/96 catheter found to be separated from hub. X-rays showed catheter to have migrated to upper arm and chest. Surgery required to remove catheter.